Event description:
The reporter contacted animas on (B)(6) 2012 reporting a blood glucose of "high" on meter (over 600 mg/dl) with symptoms of nausea and excessive thirst. The reporter indicated that some days the patient was running high blood glucose than normal. The pump was reviewed with the reporter. The reporter confirmed that there were no suspends in the pump history, no temporary basals, and no unconfirmed alarms. The total daily dose history was reviewed and found that several days the patient only received a small amount of basal insulin. The record for (B)(6) 2013 reportedly indicated 2.776 units of basal insulin instead of the programmed 8.4 units. The record for (B)(6) 2013 reportedly indicated 5.529 units. This report is made based on the allegation that the patient experienced hyperglycemia related to an inconsistency in the pump's delivery history.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the total daily dose (tdd) history showed two records for (B)(4) 2013. A review of the black box showed the time and date resetting to default after reboots on (B)(4) 2013 at 16:55; the date and time were then incorrectly set to (B)(4) 2013 at 17:05. The tdd for (B)(4) 2013 correctly matches the users programmed basal rates. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.